Event description:
It was reported that during an implant attempt, when the physician tried to screw the right ventricular (rv) connector to the device, the physician never heard the click. The screw would turn endlessly and without force. After removing the device and an attempt to reconnect failed, the physician decided to replace it with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - the device was returned and analyzed. No anomalies were found. The set screw was noted to have a rounded socket.